Event description:
Pca demerol 300mg, 10 mg/ml inserted into pca machines and pca demerol bolus begun to receive a 30mg bolus. Syringe has 30ml total. Pca beeping and stated "syringe empty". Empty syringe found. Pt asleep bp 94/62 and pulse of 88. Demerol pca started at 10:30. Pca pump beeping and stating "syringe empty" at 10:58. At 11:00 md notified. At 11:04 naloxone 0.4 mg IV push. IV wide open. At 11:19 anesthesiologist initiated naloxone drip at 5 mcg/kg/l. At 12:45 naloxone drip discontinued (bp 117/73, pulse 76, respirations 16.